Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient having spinal therapy. It was reported that there was cage subsidence at l3/4. The onset date was 2024-jan-23. This inferior cage subsidence was noted on CT. Site seriousness assessment - sade is not related.  There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received that on (B)(6) 2023, patient underwent tlif at l3-l4; l4-l5. Surgical access: open. Were the facets decorticated: yes. Volume of local bone autograft implanted - superior treated level: 5 cc. Volume of local bone autograft implanted - inferior treated level: 5 cc. Total estimated blood loss: 200 ml. Was a surgical drain used: yes. Please see snippet of device identification. No in-patient hospitalization or prolongation of existing hospitalization. No additional/revision surgery.